Event description:
When the membrane panel pads are pressed, the displays read different values. Reporter asked user if the unit was able to be started and the user replied that it took about 10 minutes prior to compounding a tpn. The tpn was compounded without difficulty and passed an accuracy test "with flying colors". The reporter advised the user to take the unit out of service. The user stated it had been and was boxed up, ready to be returned for evaluation.